Manufacturer narrative:
The analyzer alarm history contained no conspicuous events. The provided calibration and qc data was acceptable. The field engineering specialist was unable to determine a root cause. He performed preventative maintenance. He verified the performance of the instrument. There have been no further issues following the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable results for 1 patient's comprehensive metabolic panel (cmpr) testing on a cobas 6000 c (501) module. From the data provided, the patient had discrepant results for crej2 creatinine jaffé gen.2 and ise indirect k for gen.2. The initial potassium result was 5.24 with a repeat result of 4.17 mmol/l. The initial crej2 result was 3.64 mg/dl with a repeat result of 0.48 mg/dl. The initial results were reported outside of the laboratory. The doctor questioned the initial results and repeat testing was performed on (B)(6) 2019. There was no treatment provided based on the initial results. The repeat results were deemed to be correct. There was no adverse event. The initial result was from an aliquot processed by a modular pre-analytical system. The repeat result was performed from manually loading the patient sample onto the analyzer. The crej2 reagent lot was 393358.